Event description:
Report received of an under-delivery on a secondary line. It was reported that the secondary delivery did not infuse the correct amount. The nurse reported that she dropped the primary bag below the secondary bag, and programmed the pump to deliver a volume of 100ml on the secondary line. When the nurse returned, the pump had indicated on the display that 100ml had infused on the secondary, but that approximately 40ml were remaining in the bag. It was reported that the nurse had to reprogrammed the pump 3 times to get it deliver the total volume in the secondary line. There was no reported adverse pt event. Though requested, there was no further information available.